Event description:
It was reported that the customer could not finish the prime process. The piston touched the reservoir, pushed the insulin, but the display did not change for the next step. The customer changed the infusion set five times with no results. The high pressure test was performed and the test failed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.